Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an rf pic failed self-test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the meter would not talk to his pump for the last week. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to disconnect and remove the reservoir from the pump. The customer was advised to perform the rewind process again. The customer was advised to program a normal bolus into the air. The customer stated that the temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. Unable to test with blood glucose meter due to a64 alarm. The insulin pump was received minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.